Manufacturer narrative:
Follow up 2/27/2016: customer reported that bgs stabilized and returned to target levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level up to 570 (mg/dl). Customer changed infusion site and administered a bolus to stabilize bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.